Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to loosening/lysis 3 years post-operative, with one broken multidirectional screw.subject ID: (B)(6).